Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up increased high voltage impedance was noted due to suspected fibrotic tissue. No lead issue was suspected and no action was taken. The patient is in good condition.